Manufacturer narrative:
The field service center replaced the turbine to correct the reported problem.

Event description:
It was reported that the ventilator's turbine did not rotate. It is unknown if the ventilator was connected to a patient or had an audible alarm when the reported problem occurred.